Event description:
It was reported that during a procedure performed using prophy-jet powder, the patient felt something enter their nose and began sneezing and producing mucous; the patient's eyes also became swollen. The patient took an antihistamine to alleviate the symptoms and reported that the swelling resolved within a few days.

Manufacturer narrative:
While it is unknown if the prophy-jet powder used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 crf part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.